Event description:
The patient reported that they noticed their adaptive stimulation is no longer active after they put the implantable neurostimulator (ins) into MRI mode. They noted that their programmer is no longer showing the position they are currently in. The patient stated that they tried changing the settings from 0.2v to 1.5v and sat in the same position for 10 minutes, but after moving around, the settings went back down to 0.2v. It was confirmed that the patient¿s adaptive stimulation was on, and that an adaptive stimulation group was enabled. The patient then reconnected with their ins, and the programmer showed what position they were in. They mentioned seeing the adaptive stimulation (as) icon to the right of the group letter when the positions disappear. Patient services reviewed that this is indicating that the patient is in transition period between 2 positions. Patient services also reviewed this may be why the change in settings did not take effect. The patient stated that they notified the manufacturing representative and the issue seemed to be fixed, until turning the device back on after their MRI; it seemed to ¿not be on the right setting.¿ the patient was advised to follow up with their healthcare provider if the issue continues. Indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they met with the patient and they had turned off their adaptive stimulation by accident. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.